Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 13 devices were received for evaluation; 13 events were confirmed during testing. 3 devices were found to be affected by corrosion. 3 devices were found to be affected by corrosion and worn components. 6 devices were found to be affected by worn components. 1 device was found to have worn components and a damaged component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device overheated. 12 events had no patient involvement; no patient impact. 1 event had unknown patient involvement; unknown patient impact.